Event description:
Patient reported the menu and confirmation keys on the pump do not work anymore. Patient stated the pump suddenly began to produce abnormal sounds. Patient reported she took the pump in her hands and the pump went to the menu to set the standard bolus by itself without her intervention. Patient attempted to press the menu and confirm buttons but nothing happened. Patient stated there were no blood glucose concerns. Patient stated she changed the battery and the cartridge but the concern persists. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).